Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to: three failed removal attempts, filter embedded in ivc wall, filter had to be divided in half in order to remove. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and ¿filter embedded in wall of ivc¿ could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to: three failed removal attempts, filter embedded in ivc wall, filter had to be divided in half in order to remove. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Section b5: according to the information received via phase 2 discovery form, the patient states have medical bills including but not limited to pre-op appointments, follow up appointments, surgery/inpatient stay (5 days in hospital), outpatient procedures, medication to relieve pain/inflammation, blood thinner (xarelto), medical deductible, etc. The patient states to have had six months of recovery where they were unable to lift anything over five pounds, followed by six more months where they were unable to left more than twenty pounds. During this time, the patient was unable to work on the family own farm, travel out of state to see friends/family/loved ones due to limited mobility, continuing pain/discomfort, and stiffness. After the third and successful removal of the ivc filter, the patient was left with a 12-inch scar. To date, the scar is still visible at 9.5 inches. The patient¿s crippling fear of never hugging their children or grandson again was unlike anything they had felt in their life. The patient states to not recognize their own body in the mirror, nor the scar that will follow them to the grave. The patient still feels angry and heartbroken over the repercussions of using a device that should have been pulled from the market years ago. The patient states that they have cost of future medical care of cosmetic surgery to reduce scarring. As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolus (pe) following left knee surgery, anxiety disorder, cervical dysplasia, deep vein thrombosis (dvt)/ pe prevention, epstein barr virus, enlarged thyroid, fibromyalgia, osteoarthritis, ovarian cyst, colon polyps, sleep terrors, headaches, varicose veins, urinary urgency, and smoker. The filter was placed below the level of the renal veins and deployed in appropriate configuration. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to three failed removal attempts, filter embedded in ivc wall, filter had to be divided in half in order to remove. One day post implantation, the patient had revision of left total knee replacement. One day later, the patient reports right lower quadrant and pelvic pain. An ultrasound and CT scan revealed no acute processes. Approximately one year later, an unsuccessful attempt to retrieve the filter was made. The filter was adherent to the caval wall. Approximately two months later, the ivc gram demonstrates intact infrarenal filter with small nonocclusive hypodense filling defect within, distal caval stenosis, and prominent lumbar venous collateral. Approximately one month later, the patient underwent another failed retrieval attempt. An ivc gram demonstrated 50% stenosis of the ivc from the mural thrombus along the right side of the filter. During attempted removal, 2 unknown snares were fractured on the filter. One of which required snare retrieval. There was initial occlusion of the ivc filter after this retrieval attempt. With angioplasty of the ivc at the superior portion of the filter there is restoration of antegrade flow in the ivc as well as retrograde flow of the left renal vein. At this point, the procedure was terminated. Per in the patient profile from (ppf), the patient reports that the filter is embedded, blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There were two unsuccessful attempted percutaneous retrieval attempts that were followed by an open abdominal retrieval of the filter. The patient reports anxiety, physical pain, scarring, nausea/vomiting, dizziness, and hair loss. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc, with associated collateral circulation, is known with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Anxiety, nausea & vomiting, dizziness, hair loss, insomnia, and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to a history of developing pulmonary embolus (pe) following left knee surgery. The patient also has a history of anxiety disorder, cervical dysplasia, deep vein thrombosis (dvt)/pe prevention, epstein barr virus, enlarged thyroid, fibromyalgia, osteoarthritis, ovarian cyst, colon polyps, sleep terrors, headaches, varicose veins, urinary urgency, and smoker. The filter was placed below the level of the renal veins and deployed in appropriate configuration. One day post implantation, the patient underwent a revision of left total knee replacement. One day later, the patient reports right lower quadrant and pelvic pain post knee replacement. An ultrasound and CT scan revealed no acute processes. Approximately one year later, an unsuccessful attempt to retrieve the filter was made. The filter was adherent to the caval wall. Most of the filter could be collapsed except the last portion. Approximately two months later, the ivc gram demonstrates intact infrarenal filter with small nonocclusive hypodense filling defect within, distal caval stenosis, and prominent lumbar venous collateral. Approximately one month later, the patient underwent another failed retrieval attempt. An ivc gram demonstrated 50% stenosis of the ivc from the mural thrombus along the right side of the filter. There is an organized thrombus and at least 50% stenosis of the ivc at the apex of the filter. Just inferior to the stenosis is the lower moiety of a circum-aortic left renal vein. Flow in this portion of the renal vein is retrograde into the kidney and then antegrade into the ivc through the upper moiety. There are at least 2 right renal veins entering the ivc just superior to the apex of the filter. Using a 14 fr spectra next laser sheath 90% of the filter could be collapse into the sheath. However, the final portion of the filter including the necrotic material in the apex of the filter could not be collapsed into the sheath. During attempted removal, 2 unknown snares were fractured on the filter. One of which required snare retrieval. There was initial occlusion of the ivc filter after this retrieval attempt. With angioplasty of the ivc at the superior portion of the filter there is restoration of antegrade flow in the ivc as well as retrograde flow of the left renal vein. At this point, the procedure was terminated, to plan different retrieval strategy. According to the information received in the patient profile from (ppf), approximately on or about one year and two months post implantation of the ivc filter the patient became aware of the alleged events and reports that the filter is embedded in the wall of the ivc, there are blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There were two unsuccessful attempted percutaneous retrieval attempts that were followed by an open abdominal retrieval of the filter. The patient also states that the first failed attempt to retrieve the filter caused extensive anxiety. The patient suffered for weeks from physical pain in the neck and groin along with side effects of anesthesia including nausea/vomiting, dizziness, and hair loss. The patient states that halfway through the second attempt to retrieve the filter to have woken up on the table to excruciating pain. Patient reports that their five day stay in the hospital following the third successful attempt to remove the filter was filled with physical pain, humiliation from multiple enemas, and emotional trauma from dealing with the scar that now covers their abdomen. Patient reports that depression, insomnia, reoccurring nightmares, anxiety, and self-consciousness are daily struggles. Patient states that intimate relationships are a major challenge as they struggle with the embarrassment of the 11inch scar caused by the filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, placement of the ivc filter was due to a history of pulmonary embolus (pe) following left knee surgery. The patient history includes: anxiety disorder, cervical dysplasia, deep vein thrombosis (dvt)/ pe prevention, epstein barr virus, enlarged thyroid, fibromyalgia, osteoarthritis, ovarian cyst, colon polyps, sleep terrors, headaches, varicose veins, urinary urgency, and smoker. The filter was placed below the level of the renal veins and deployed in appropriate configuration. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to: three failed removal attempts, filter embedded in ivc wall, filter had to be divided in half in order to remove. Approximately one year after implant, an unsuccessful attempt to retrieve the filter was made. The filter was adherent to the caval wall. Approximately two months later, the ivc gram demonstrates intact infrarenal filter with small nonocclusive hypodense filling defect within, distal caval stenosis, and prominent lumbar venous collateral. Approximately one month later, the patient underwent another failed retrieval attempt. An ivc gram demonstrated 50% stenosis of the ivc from the mural thrombus along the right side of the filter. There is an organized thrombus and at least 50% stenosis of the ivc at the apex of the filter. Just inferior to the stenosis is the lower moiety of a circum-aortic left renal vein. Flow in this portion of the renal vein is retrograde into the kidney and then antegrade into the ivc through the upper moiety. There are at least 2 right renal veins entering the ivc just superior to the apex of the filter. Using a 14 fr spectra next laser sheath 90% of the filter could be collapse into the sheath. However, the final portion of the filter including the necrotic material in the apex of the filter could not be collapsed into the sheath. During attempted removal, 2 unknown snares were fractured on the filter. One of which required snare retrieval. There was initial occlusion of the ivc filter after this retrieval attempt. With angioplasty of the ivc at the superior portion of the filter there is restoration of antegrade flow in the ivc as well as retrograde flow of the left renal vein. At this point, the procedure was terminated. Per the patient profile from (ppf), the filter is embedded in the wall of the ivc, there are blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There were two unsuccessful attempted percutaneous retrieval attempts that were followed by an open abdominal retrieval of the filter. The patient also states that the first failed attempt to retrieve the filter caused extensive anxiety. The patient suffered for weeks from physical pain in the neck and groin along with side effects of anesthesia including nausea/vomiting, dizziness, and hair loss. The patient states that halfway through the second attempt to retrieve the filter to have woken up on the table to excruciating pain. Patient reports that their five day stay in the hospital following the third successful attempt to remove the filter was filled with physical pain, humiliation from multiple enemas, and emotional trauma from dealing with the scar that now covers their abdomen. Patient reports that depression, insomnia, reoccurring nightmares, anxiety, and self-consciousness are daily struggles. Patient states that intimate relationships are a major challenge as they struggle with the embarrassment of the 11inch scar. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Development of collateral circulation in relation to thrombosis is a known potential event associated with dvt and filter placement; however, this does not represent a device malfunction. Anxiety, dizziness, nausea and vomiting, hair loss, insomnia and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.